Event description:
A male underwent a coronary diagnostic procedure in 2009. Post procedure, the physician, training to the mynx, proceeded to use a mynx device for femoral artery closure. A femoral angiogram was taken prior to deployment in which there was something noted just proximal to the access site, however, at the time, the physician thought it was sheath artifact. The mynx device was then deployed and hemostasis achieved without immediate complication. Approximately 60 minutes post deployment, the pt began to have complaints of ischemic pain in the thigh as well as diminished pedal pulses and a cool foot. A vascular surgeon was consulted and the pt was taken to surgery for a successful femoral cut-down and endarterectomy. It was noted that there was concentric calcium along the posterior arterial wall, and that what was described as mynx sealant was partially in the artery (approx 40%) in conjunction with the calcium which was the most likely cause of the occluded flow. Approx 60% of the sealant was still within the tissue tract. The pt tolerated the procedure well, flow was restored and distal pulses were strong. The pt was discharged the next day without incident.

Manufacturer narrative:
Based upon the information received and the investigation performed by accessclosure, the root cause of the reported ischemia and occlusion with surgical repair is unk, however, it is possible that the reported mynx sealant in conjunction with the calcium along the posterior wall could have caused and contributed to the occluded flow. The device was not returned for evaluation and pathology report of the excised material was not obtained. It is possible that due to the pre-existing calcium on the posterior wall, the operator was unable to pull the balloon back to abut the access site, which could have led to the partial intravascular deployment. Per the mynx instructions for use, evidence of adequate flow and absence of significant peripheral vascular disease (pvd) in the vicinity of puncture should be confirmed prior to deployment. The safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture.